Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - drill. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. A summary of the investigation has been sent to the complainant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the operation of the inverted shoulder prosthesis with the use of an augmented baseplate, the patient's cup has broken on the micro stem while reaming the reamer. The procedure was extended by thirty minutes. No additional patient consequences were reported.

Event description:
It was reported that during the operation of the inverted shoulder prosthesis with the use of an augmented baseplate, the patient's cup has broken on the micro stem. The procedure was extended by thirty minutes. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source: foreign- poland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.